Event description:
The customer reported that when moving the c-arm, the system displayed a communication error. This error will cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated fuses, circuit boards and connectors. The system operates as intended.